Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that patient had to turn their devices off to have an EKG done. Patient stated that when they went to turn their devices back on after the EKG, they were only able to turn one device back on. Patient stated they saw a picture come up on the patient programmer (pp) and was wondering if their battery was dead. Patient did not remember the picture that came up on the pp and the picture did not come up again at the time of troubleshooting during the call. Patient confirmed and pp showed off/ok. Patient was able to turn their device back on with the pp at the time of the call. Patient confirmed the pp battery was ok and 100% and the ins battery was ok and 2.91v. Patient noted that they saw a battery next to the ok and when they navigated to the middle row where the ok was. It was noted that patient had an EKG. No patient symptoms reported. No further patient complications were reported/ anticipated as a result of this event.